Event description:
It was reported to vyaire medical that the vent had no display and not venting. When turning on the vent, the display flashes on then goes black. Patient involved. However, no harm was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.